Event description:
The customer reported a generator error during a case. The problem occurred with patient on the table and under anesthesia. The system worked after reboot. There was no injury to the patient.

Manufacturer narrative:
The service rep replaced control panel processor, control panel asm, interconnect cable, and external interface. All system checks have been completed.